Event description:
It was reported a patient felt buzzing in their chest from their implantable cardioverter defibrillator (ICD). The patient came into clinic and the device indicated non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave over-sensing. Programming changes were made to restore normal parameters. There were no patient consequences.